Manufacturer narrative:
The investigation conducted by field service engineering concluded that the system fault experienced by the customer was associated with the patient side manipulator (psm). The system was repaired by replacing the affected psm. The psm was returned to isi for failure analysis investigation. Engineering discovered that two potentiometer assemblies had malfunctioned, thus generating the system error experienced by the customer. The system alarm (system generated fault code) functioned as designed and there was no injury to the patient. The procedure was converted to open surgical techniques to complete the planned procedure. As of august 29, 2007, there have been no reported recurrences of the issues at this hospital.

Event description:
It was reported that during the surgical procedure, the customer was experiencing a nonrecoverable 20013 fault error code after several arm collisions. No patient harm was reported. The procedure was converted to traditional open surgical techniques to finish the planned surgery.